Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
It was further reported that this event no longer meets complaint criteria as the lbbb and chb were noted during baseline electrocardiogram prior to the index procedure. Respond edge study: it was reported that complete heart block (chb) and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was not on any prior regimen of aspirin or other anti-coagulants at the time of index procedure. A lotus introducer sheath was placed and the native aortic annulus was treated with deployment of a 27 mm lotus edge valve. Deployment required successful repositioning of the lotus edge valve with complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of the index procedure, post procedure, the subject developed complete heart block. One day post index procedure the subject developed lbbb.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that complete heart block (chb) and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was not on any prior regimen of aspirin or other anti-coagulants at the time of index procedure. A lotus introducer sheath was placed and the native aortic annulus was treated with deployment of a 27 mm lotus edge valve. Deployment required successful repositioning of the lotus edge valve with complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of the index procedure, post procedure, the subject developed complete heart block. One day post index procedure the subject developed lbbb.